Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. Patient described the area as red with a burning sensation and oozing. There was no alleged device malfunction contributing to the rash. The patient¿s physician prescribed an oral medication and their home health nurse applied a collagen ointment to the rash. Follow up indicated that the rash improved.

Manufacturer narrative:
Not applicable.